Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 469 mg/dl or 498 mg/dl with shortness of breath, emesis and heart palpitations associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with intravenous fluids and insulin, food and/or drink as treatment, and antibiotics for mrsa infection in the legs post motor vehicle accident by their health care provider. During troubleshooting with customer technical support (cts), the patient stated that they did not have a backup plan for the pump when the display went blank. When cts asked the patient to reboot the pump, there were no tones/vibrations. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with no power to the pump.